Event description:
Boston scientific received information in late (B)(4) 2014 that this patient advocate contacted boston scientific's latitude patient services to report that this patient had died in early (B)(4) 2014. According to the patient advocate, the patient's condition did not improve following the explant of this recently implanted device and right ventricular (rv) 4-site defibrillation lead. At the time of the explant procedure, two inactive leads that had been surgically capped were also explanted. Subsequently, the patient developed several co-morbidities including another infection, blood clots, heart failure and internal bleeding (ulcer). The patient was discharged from the hospital to a nursing home. Shortly thereafter, the patient was transferred to hospice where the patient died.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. The product was explanted.